Event description:
The customer reported that the touchscreen of their pump was cracked and shattered, and they were unable to interact with the pump because the screen was unresponsive. Despite the damage, there was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was instructed by technical support on how to put the pump into storage mode before returning it. Technical support confirmed the shipping address and arranged for the pump to be replaced, providing a pre-paid label for the return of the problematic pump within 10 days.